Event description:
It was reported that the great resistance was felt when inserting the stent with the steel guide wire. The stent was fractured just with a gentle pull. The same problem occurred with five stents having the same batch number.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the great resistance was felt when inserting the stent with the steel guide wire. The stent was fractured just with a gentle pull. The same problem occurred with five stents having the same batch number.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root cause could be stent breaks during insertion (break). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.